Event description:
It was reported that there was damage to the charge port and usb pins of a pump, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.